Manufacturer narrative:
The insulin pump was received with unexpected pump error while monitoring. Multiple pump error alarms were present in the format history file and pump error was triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 3 days with the pump functioning properly during testing as shown in the power management graph. Pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was 10.9 mmol/l at the time of the incident. The product was returned for analysis.